Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.

Event description:
It was reported that the infusion device delivered an inaccurate amount of insulin, resulting in an elevated blood glucose level of over 900 mg/dl. The patient lost consciousness and was taken to hospital by paramedics. The patient was hospitalized for 8 days. The kind of the treatment in hospital and the blood glucose levels measured were not reported. In addition, the patient reported that the pump frequently informed the patient that the cartridge was almost empty, although it was still half full. She acknowledged the message and consumed the cartridge.

Manufacturer narrative:
The event occurred outside of the united states . While this product is not sold in the united states, it is like or similar to a product marketed in the united states.